Event description:
It was reported that post of ps, poly broke off causing patient pain. In revision surgery to swap off poly it was noticed that the tibia was also very loose and was replaced with legion revision tibia and stem.

Manufacturer narrative:
The affected genesis ii tibial baseplate and genesis ii ps insert were returned and evaluated. A lab analysis conducted during this investigation indicated that scratches and burnishing were observed on the articular and distal surfaces of the insert. The post of insert was fractured and experienced damage, deformation, and burnishing. Scratching and deformation were also observed on the superior and inferior surfaces of the baseplate. No material or manufacturing deviations were discovered in this investigation. Our clinical analysis noted that no date was provided for the primary implantation or any patient information. No clinical/medical information was provided for this report. The revision was performed on september 18, 2018. The product was returned for evaluation; however a cause for the broken poly insert or the loosened tibial component could not be determined. Based on the available information, the root cause of the breakage and the loose component cannot be concluded. We are also unable to determine which came first the breakage or the loosening or if the patient¿s weight contributed to the issues. It is noted that no trauma or fall was reported. Without supporting clinical/medical documents a thorough investigation cannot be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.